Event description:
Rptr had the implant put in on 8/23/91. Since that time she has had a lot of discomfort. Her ribs hurt. She developed some lumps below the implant. She had the implant removed on 6/2/92, and had a saline implant put in, as that is the one that she thought she was to have had the first time. There was no discussion of a silicone implant that she can recall, because of the moratorium. She was surprised that they put a silicone in. To this day she is quite worried because they found silicone in the tissue that was removed when she had the saline implant put in. She has swollen and very painful joints and feels like her whole body is fevering. She is scared as to what may become of this. She feels she has been through enough, having cancer. It's only common sense, with all the controversy regarding the implants, that no one would want a silicone implant. She cannot get her arms up to reach her hair. She is having a hard time "entering" at work. She had a lot of intense pain in the muscles and ribs. She tires very easily and has been having shaking spells. It feels like her whole body trembles. If she is standing her legs get very weak, she has dry patches on her face which last for several days. Her finger joints have enlarged and are crooked. (*)